Event description:
Caller alleged false negative hcg results. Results as follows: pt is 30+ year old women, diagnosed with "molar pregnancy". Her serum quantitative result was 143 miu. Customer reports the test line was completely missing at read-time; timer was used. Pt urine was not available for further testing. External controls were performed to verify kit performance. No report of death or serious injury.

Manufacturer narrative:
Lot hcg1110149 was tested under a previous case. Customer's observation could not be reproduced in-house with control samples, hcg urine controls at cutoff, middle and high levels were tested with retain products. Results met qc spec. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Pt's serum was quantified at 143 miu/ml. Hook effect could not be ruled out. Root cause could not be determined without pt specimen analysis in-house. Corrective action not required at this time.